Event description:
It was reported that a patient presented to the emergency room. Upon examination, it was found that the patient's implantable cardioverter defibrillator was found to have exhibited a loss of vibratory notifier and a diagnostic anomaly. No intervention was reported. The patient was stable throughout.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.